Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." Device explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles inner device, opening curved on posterior and creases fold. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "left side deflation." Device explanted.